Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 08l44-30, that has a similar product distributed in the us, list number 06l22-25.

Event description:
The customer observed a (B)(6) architect anti-hbc ii result on one patient. The following data was provided (B)(6): sample ID (B)(6) initial result was (B)(6), repeat was (B)(6). There was no impact to patient management reported.

Manufacturer narrative:
Correction in section d4 from catalog# 08l44-30 and lot# 05302be00 to catalog# 08l44-78 and lot# 05302be01. This report is being filed on an international product, list number 08l44-78 that has a similar product distributed in the us, list number 06l22-25. Review of complaint activity associated with the complaint lot identified normal complaint activity. Review of tracking and trending reports for the architect anti-hbc ii assay did not identify any related trends. Return testing was not completed, as returns were not available. Sensitivity testing was performed using an in-house retained kit of lot 05302be01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect anti-hbc ii assay was identified. Based on the information provided and abbott diagnostics' complaint investigation, no product deficiency was identified.